Event description:
It is reported that pt is scheduled for revision due to pain and suspected implant loosening (durom acetabular cup). It is also reported that tha was on (B)(6) 2008 and that pt had (B)(6).

Manufacturer narrative:
Info was forwarded from the (B)(6), zimmer inc., which markets the devices in the u.s. The MFR did not receive explanted devices or x-rays. The op report has been reviewed. It does not state any peculiarity. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in (B)(6) 2008. Should add'l info becomes available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).